Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when out investigation is complete.

Event description:
It is reported that the tip of the lighted retractor snapped off in the patient. The doctor attempted to remove the broken retractor but was unsuccessful. The retractor was deemed safer to leave.